Manufacturer narrative:
Concomitant medical products: product ID: 3387-28, lot# 0202625899, implanted: (B)(6) 2009, product type: lead. Product ID: 3387-28, lot# 0202631502, implanted: (B)(6) 2009, product type: lead. Product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 64002, lot# 0206060723, product type: adapter. (B)(4).

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2014 there was pain at the neurostimulator location which the patient had reported on (B)(6) 2014. There was no inflammation or infection reported. It was unknown what had led to the event. The event had resulted in in-patient hospitalization. The neurostimulator was explanted and replaced on (B)(6) 2014. The issue was resolved without sequelae. The event was related to the component and the neurostimulator. Patient's medical history included parkinson's disease.